Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the half-height drawer tray was only partially seated. A field service engineer reseated the tray and performed a complete reboot. However, the drawer remained non-functional. Subsequently, the pyxis manager was able to restore the inventory drawer. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawers 1.1 pockets b1, b2, b4, b6; 2.1; 3.1 pocket d3; 3.2 pocket b4; 4.1 pockets b1, b3, b4, b5; and 4.2 pockets b1, b2, b3, b4, b5, b6 failed, which hinders users from accessing medication for a patient. The customer reported that they had replaced multiple pockets on several occasions. Additionally, the pyxis screen was black and had to be restarted and also the pyxis machine was experiencing freezing issues. This incident resulted in a delay to patient care. There were no adverse events or injuries reported based on this event.